Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device is a semi-automatic device that does not have the ECG display feature configured. Functional testing confirmed that the device passed both ECG analysis and defibrillation tests. Review of the clinical logs revealed two recorded analyses from the reported event date, both indicating "no shock advised." The device met all specifications during testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.